Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was feeling pain at the ipg site. In turn, surgical intervention took place on (B)(6) 2019 wherein the ipg was explanted and replaced.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information receieved stated that the same pocket was used and the patient was implanted with a smaller ipg. Post-operatively, the pain at ipg site had resolved. Stimulation therapy was also re-established.